Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call initially on (B)(6) 2017 that they the bottom of the reservoir smelled of insulin. The customer's blood glucose was 250 mg/dl at the time of incident. The customer called back and reported that they had continued reservoir leaks in two more reservoirs. The customer stated that the reservoirs did not have damage. The product will be replaced and returned for analysis.